Manufacturer narrative:
Device evaluation: the device returned with the stylette present in the inner lumen with the stylette pushed into the tip slightly too far. The distal tip was flared. The middle and proximal portion of the stent were severely deformed and stretched. (B)(4).

Event description:
The physician intended to implant an endeavor resolute stent. The device was removed from packaging per IFU and inspected with no issues noted. The device was prepped prior to use with no issues noted. The target lesion in the proximal lad had severe calcification, 99% stenosis and no tortuosity. Lesion was pre-dilated. Resistance was encountered advancing the endeavor resolute device and excessive force was used during delivery. It was reported that stent deformation occurred while the device was being advanced to the lesion. The physician believes that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported. Physician did not complete the procedure, drug treatment was used instead. "Please note that this device endeavor resolute rx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity rx/otw. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."